Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced battery depleted set alarm twice, which interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). The device was repaired on-site by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was not identified as the condition was not related to the customer reported condition. No further testing has been completed at this time and no repairs have been performed. If any additional information is received, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4).the device was serviced on site and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.